Manufacturer narrative:
Submit date: (B)(6) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with 4 pairs of (B)(4) defibrillation electrodes. The customer reported that the pt came to the emergency room in full cardiac arrest, and the pt had to be defibrillated. The customer placed 4 different pairs of electrodes on the pt and all 4 did not read in the equipment. The equipment stated to "attach electrodes" when the electrodes were already attached to the pt and to the equipment. The customer had to use paddles on the pt to defibrillate, but the pt expired. The equipment was later tested by their biomed department and the customer confirmed that there were no issues with the equipment.